Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00352. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that the respirator cart had a loose base. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) then went onsite and confirmed the customer's reported problem. The fse removed the respirator from the cart, tightened the base and wheels to the cart, and then reattached the respirator. The fse tightened the base and wheels to the cart to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.